Event description:
Total hip arthroplasty performed in 2000. Four months post-operative patient returned to physician with pain and radiographs indicated ring component of the bi-polar was disengaged. Revision performed in 2001, which replaced bipolar.